Event description:
It was reported that the air dermatome skipped while cutting skin. It was reported that this caused fragmented skin retrieval; therefore, the skin was not useable. The procedure was not useable. The procedure was aborted and the donor sites were reported to have been cleaned and dressed. The pt was brought back two days later and the procedure was performed successfully. Since then, the patient has been discharged home. The device was sent to covenant where it was indicated that the device was cleaned after the procedure. It was noted that the device had blood on it but cleaning method was unk.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.